Event description:
A customer from (B)(6) notified biomérieux of a discrepant result associated with vitek® 2 ast-n240 test kit involving a quality control sample, p. Aeruginosa atcc 27853. The customer reported mic results too low for levofloxacin. The customer indicated using cos and tss media and incubation for 18-24 hours. Subsequently, the customer re-tested and did not reproduce the issue. Good results were obtained. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. The internal qc strain was subcultured and testing included two (2) vitek® 2 ast-n240 cards from three (3) different lots. All six (6) vitek® 2 ast-n240 cards tested on the internal qc strain gave acceptable results of 1.0. Vitek® 2 ast-n240 cards are performing as expected and no further action is necessary.